Manufacturer narrative:
Additional information was received that the leak rate was 200ml and there was no elevated co2. The event was not hazardous. H3 other text : additional information was received that the leak rate was 200ml and there was no elevated co2. The event was not hazardous.

Manufacturer narrative:
(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The canister arm lift assembly was replaced to resolve the reported issue.

Event description:
The hospital reported elevated co2 levels in the patient circuit. There was no report of patient involvement.